Event description:
A baxter colleague 3cx triple channel infusion pump plug was removed from the wall socket. A pump failure occurred; black out with a loss of function. The pump was infusing insulin, dilaudid, and versed. While the pump was being replaced, the patient began to wake up and become increasingly agitated. The drips were re-initiated and eventually the patient was able to transfer to the or for a procedure.